Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and inappropriately shut down. Complainant indicated that there was on pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medcal corp has not rec'd the device for eval and this complaint is still under investigation.